Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag, lot: 02-902-kl exp, aug 2020, heparin sodium. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: ethnicity: not hispanic/latino; race: white; hx: afib, mitral valve replacement. Labs: stat ptt >200.

Event description:
It was reported that at 04:12 am, the patient was receiving a new bag of low dose heparin 25,000 units/250ml infusion at a continuous rate of 12 units/kg/hour, verified by another nurse at the bedside. At 05:14, the nurse was notified that the patient had a critical ptt of 200 and entered the patient's room to stop the heparin drip, however the heparin infusion bag was almost empty. Upon review, the nurse noted the vtbi to be 238ml. The heparin infusion was to act as a bridge to oral therapy. Received the customers copy medwatch to be submitted to the FDA: "started new bag of heparin 250ml @0412, witnessed, co-signed @bs. Was called due to critical ptt of 200 around 0514, went to pt. To stop heparin gtt according to low dose protocol. Noticed that the bag was empty. I pressed restart on pump and showed vtbi 0f 238."

Event description:
It was reported that at 04:12 am, the patient was receiving a new bag of low dose heparin 25,000units/250ml infusion at a continuous rate of 12units/kg/hour, verified by another nurse at the bedside. At 05:14, the nurse was notified that the patient had a critical ptt of 200 and entered the patient's room to stop the heparin drip, however the heparin infusion bag was almost empty. Upon review, the nurse noted the vtbi to be 238ml. The heparin infusion was to act as a bridge to oral therapy. Received the customers copy medwatch to be submitted to the FDA: "started new bag of heparin 250ml @0412, witnessed, co-signed @bs. Was called due to critical ptt of 200 around 0514, went to pt. To stop heparin gtt according to low dose protocol. Noticed that the bag was empty. I pressed restart on pump and showed vtbi 0f 238."

Manufacturer narrative:
Continued from d.11-100 ml hospira bag lot 18j16690 exp 06/2019 0.9% sodium chloride injection the customer¿s experience that medication heparin over infused was confirmed. ¿the received pump module was received with a broken upper membrane frame hinge. A broken frame prevents the platen from resting on datum posts preventing occluders from applying pressure on loaded set. This issue can result in uncontrolled / unregulated flow. ¿no programming errors were found during the log review. ¿the free flow event was replicated during the investigation ¿successful rate accuracy testing of pump module was performed with received primary set once the lab provided membrane frame was installed to replace customer¿s broken hardware. ¿the customer¿s returned primary sets were measured for concentricity / dimensional analysis and was found to be within specifications functional testing (with replacement membrane frame), an internal/external inspection, performed on the returned primary sets and pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. The root cause of the customer¿s experience that medication heparin over infused was found to be the result of a broken upper membrane frame hinge.